Event description:
The user facility reported that while undergoing an evar/tevar procedure via surgical cut down the patient experienced a vascular complication requiring open surgical repair. Follow up communication with the user facility reported the following information: a cut down was performed to access the right femoral artery; the endologix aaa graft and a 10mm viabhan stent were placed without incident; the rc was inserted and expanded without incident; full expansion of the rc was confirmed under fluoro. The tag device was inserted into the rc and significant resistance was met and the device could not be advanced any further; the tag was removed; we inserted the dilator and went up to 20atm for 60 secs; the tag device was re-inserted into the rc and could be advanced further, but, not completely out of the sheath to the desired placement position; the doctor attempted to pull the tag device back into the rc, but it would not withdrawal completely; then an attempted was made to pull the rc back a bit to see if it could advance the tag; the rc would not more and the tag device could not be removed from the rc; attempted to re-collapse despite the tag device being inside to possibly aid in releasing the sheath for withdrawal; the doctor twisted the sheath and stated it seemed to be loosening it a bit and getting smaller; a larger cut was made at the site and the rc was forcibly pulled out; and open surgical repair was performed; a plank incision was made and an open surgical repair was performed around the hypogastric area, this is the location of the previously placed viabhan; and the tevar procedure completed.

Manufacturer narrative:
The actual device has been returned for evaluation but the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.